Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator alarmed and rebooted by itself several times. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. The reporter advised that the patient, a (B)(6) female, survived the event. No further details about the patient or the event were provided.

Manufacturer narrative:
H6: ventec evaluated the device but was initially unable to reproduce the reported issue. During subsequent testing, however, the inappropriate rebooting was confirmed to occur intermittently. In addition, ventec observed that the touchscreen became unresponsive. Ventec replaced the control board to resolve both the reported and observed issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of both the reported and observed issues was the control board.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 - section h6, adverse event problem medical device problem code, of supplemental medwatch report 001 indicated: 1184. Section h6, adverse event problem medical device problem code, of supplemental medwatch report 001 should have been left blank as there were no new, additional issues to address in supplemental medwatch report 001. Section h10, additional manufacturer narrative, of supplemental medwatch report 001 indicated: h6: ventec evaluated the device but was initially unable to reproduce the reported issue. During subsequent testing, however, the inappropriate rebooting was confirmed to occur intermittently. In addition, ventec observed that the touchscreen became unresponsive. Ventec replaced the control board to resolve both the reported and observed issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of both the reported and observed issues was the control board. Section h10, additional manufacturer narrative, of supplemental medwatch report 001 should have indicated: h6: ventec evaluated the device but was initially unable to reproduce the reported issue. During subsequent testing, however, the inappropriate rebooting was confirmed to occur intermittently. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.